Event description:
Customer reportedly obtained results of 16 mmol/l and 5.9 mmol/l within 10 minutes on the compact plus system. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.